Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved accuracy testing. The pump passed all testing and the reported issue was not duplicated. The product's history records were reviewed and it was found the pump was previously serviced for failed accuracy.

Event description:
It was reported that the pump failed accuracy during testing. There was no patient involvement.